Event description:
It was reported that pump touchscreen cracked and shattered, and screen became illegible so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level, and actual blood glucose value at time of event was not provided. Customer declined to share what backup therapy would be used; no further information was available regarding additional actions or outcome.